Event description:
It was reported that when the cement gun is being ratcheted, metal flakes are seen falling off. This has not occurred during a procedure, only when being cleaned. There was no patent involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer for investigation. If the device is returned, a quality investigation will be performed and a follow up report will be filed.